Event description:
It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium and patient experienced a cardiac tamponade treated with a pericardiocentesis. Approximately halfway into the study, while using ensite x in voxel mode with an hd grid catheter, the electrodes turned yellow and it was no longer possible to get se points. The navx location was working correctly and other sensor enabled catheters worked correctly. There were no bent pins noticed in the port. The mapping catheter was replaced, but the issue remained. The egms appeared normal. The case was switched from voxel mode to navx mode in order to overcome the mapping issue and complete a map. A couple of failed attempts were noted while moving the ablation catheter to the posterior wall to start waca lines, the ablation catheter actually went more anterior with high forces. The physician requested to turn off the sheath filter because he believed it was not accurate. The sheath filter was put back on per physician's request and the ablation catheter was successfully positioned posteriorly. One lesion was placed for less than 10 seconds when a drop in blood pressure was noted. A pericardial effusion was confirmed on the lateral wall of the ventricle using ultrasound and intracardiac echocardiography (ice) and a pericardiocentesis was performed to stabilize the patient. The physician believed the effusion could have occurred when handling the carto vizigo¿ 8.5f bi-directional guiding sheath medium and the mapping catheter since the ensite sheath filter was not showcasing proper sheath location with regard to the catheter. He did this procedure without fluoroscopy. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).